Event description:
It was reported that the patient experienced hypoglycemia while running on a treadmill, with a lowest reported blood glucose of 64 mg/dl and was advised to use the ilet pause feature for up to 30 minutes during exercise. Investigation included troubleshooting and education with the patient. Investigation of this case revealed that the cause of hypoglycemia was unclear, and no device malfunction was identified. No clinical symptoms associated with low blood glucose reported. Outcomes included urgent low glucose that was treated with oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.